Manufacturer narrative:
(B)(4). The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detached from one leaflet and the leaflet was damaged, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat tricuspid regurgitation (tr). One clip was implanted. Three days later, it was noted the clip had detached from the septal leaflet, remaining attached to the anterior leaflet (single leaflet device attachment (slda)). The septal leaflet was also noted to be damaged. A second procedure was performed on (B)(6) 2020, where an additional clip was placed to stabilize the slda clip. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a similar incident from this lot. All available information was investigated and reviewed, and the single leaflet device attachment (slda) appears to be related to procedural conditions and tissue damage is a cascading effect of slda. The reported patient effect of tissue damage, as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. It should be noted as per the mitraclip xtr/ntr instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. There is no indication that user error of use in the tricuspid valve contributed to the reported issue.there is no indication of a product quality issue with respect to manufacture, design or labeling. Part number, lot number, expiration date updated manufacture date updated.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be performed as the lot information was not reported and the device was not returned. All available information was investigated and reviewed, and the single leaflet device attachment (slda) appears to be related to procedural conditions and tissue damage is a cascading effect of slda. The reported patient effect of tissue damage, as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. It should be noted as per the mitraclip xtr/ntr instructions for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. There is no indication that user error of use in the tricuspid valve contributed to the reported issue.there is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Nag4: date corrected to (B)(6) 2020.